Manufacturer narrative:
Investigation summary: this complaint is for misidentification of s. Aureus and s. Epidermidis when using phoenix panel pmic/ID-106 (catalog number 448606) batch number 4065777. The customer did not provide panel returns, binary files, isolates or phoenix generated lab reports for the investigation. To investigate, retention panels of the complaint batch were tested using in house s. Aureus (pos 11873) and s. Epidermidis (pos 6537) on a phoenix m50 machine and evaluated for identification results. In addition, retention panels of the same material but different batch were also tested using in house s. Aureus (pos 11873) and s. Epidermidis (pos 6537) on a phoenix m50 machine and evaluated for identification results. All panels tested identified the isolates correctly, therefore this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 an unspecified number of patient samples were misidentified as either s. Aureus or s epidermidis. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, k082913, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 an unspecified number of patient samples were misidentified as either s. Aureus or s epidermidis. No health impact or consequence reported.